Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate anti-tachycardia pacing (atp) and an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Atrial tachy response (atr) due to farfield sensing was also noted. It was confirmed that this device was working as programmed. Currently, this ICD remains in service and no additional adverse patient effects were reported.